Event description:
It was alleged that there was a rupture in the disc membrane of the IV set. Air was found in the set and fluid was leaking out. There was no injury to the pt due to this reported event.